Event description:
The investigation determined that the results for three different patient samples were mis-associated with an incorrect sample ID number when processed on a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discrepant results were reported out of the laboratory. However, no treatment was initiated, altered or stopped based on the results. Corrected reports were later issued for the patients. There is no allegation of patient harm related to this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and ivd (B)(4).

Manufacturer narrative:
The investigation determined that the results for three different patient samples were mis-associated with an incorrect sample ID number when processed on a vitros 350 chemistry system. The assignable cause of the event was determined to be an instrument related issue. At the time of the event, the psid position was not properly aligned, and the barcode scanner read the barcode on the ¿sample tube b¿. The analyzer then physically metered sample fluid from the intended "sample tube a" but the results were mis-associated with the sid for "sample tube b". This occurred for the three different patient samples in question. Following adjustments to the vitros 350 system by an ortho field engineer, the samples were reprocessed and expected results were obtained for each patient sample. Email address for contact office in field above is (B)(6).